Event description:
It was reported that the device was subject to the zenex, assurity and endurity laser adhesion anomaly advisory issued by abbott. The pacemaker was explanted and successfully replaced. The patient was discharged.